Event description:
Related manufacturing reference number: 2017865-2025-00212, related manufacturing reference number: 2017865-2025-00213. It was reported that the patient presented with an infection. There was no allegation that the implantable cardioverter defibrillator system caused or contributed to the infection. Vegetation was noted on the right and left ventricular leads. The system was explanted and replaced with a leadless pacemaker. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.